Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), product type: lead; product ID: 3777-75, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), product type: lead; product ID: 3777-75, serial# (B)(4), product type: lead. Section other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 20-aug-2019, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(4), ubd: 20-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an increase in complex regional pain syndrome (crps) symptoms which they had been attributing to dental procedures causing a flare. The patient currently has two implanted ins systems. Testing revealed that both cervical ins leads from one ins had distal full fractures and high impedances on all electrodes. Testing also revealed caused lead migration of the left lead on the second ins with intact impedances. The patient was still getting good coverage. The patient has had several recent falls. The event was related to the device or therapy but not to the implant procedure. A revision was planned but they were waiting on a different procedure before this revision. No actions have been taken. The event is ongoing. No further patient complications were reported as a result of this event.